Manufacturer narrative:
According to case notes, this call was logged to order parts for a previous case, the system is not down. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but no additional information has been provided. The device remains at the customer's site. No further action or investigation is warranted based on the available information at the time of the complaint closure.

Event description:
The customer reported that the ECG is hanging. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the ECG is hanging. There was no reported patient impact / injury.